Event description:
It was reported an error e73 occurred while formulating acecide for oer-4 . According to the reporter, when the facility staff cleared the error , pressed the function start again, the problem was resolved however, it was determined that the water filter had not not been replaced since march 2019. This report is being reported for this scope (model gif-xp290n:2948518 ) suspected of reprocess failure, insufficient reprocessing on the oer-4 reprocessor sn (B)(4). There is no health hazard reported. There was no patient harm, no user injury reported due to the event. There is no patient infection associated on this event reported. This report is related to a report with patient identifier (B)(6) (oer-4) sn (B)(4)endoscope reprocessor.

Manufacturer narrative:
The subject device (scope) was not returned for evaluation. According to the report, this is not a product defect complaint and will not be send for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation concluded that the user facility did not follow the instructions pertaining to the replacement of the water filter as specified in the instructions for use (IFU). This was established as the root cause of the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions that are found in the following section of the IFU: ¿4.3 workflow for cleaning and disinfecting endoscopes and accessories using an aer/wd.¿ this section provides instructions/guidelines on the replacement of the water filter for the oer-4 device. Olympus will continue to monitor field performance for this device.